Event description:
It was reported that the patient's ins was last fully recharged in (B)(6)2010. By (B)(6)2010, the device was not recharging. The patient was to see the physician on (B)(6)2010. The patient's ins was removed and replaced on (B)(6)2010. There was no malfunction identified with the replaced ins device. The patient went three times, each more than 90 days in length, without recharging the device. The patient did not meet with the manufacturer representative to discuss any issues. The patient was reported to be "happy," following the replacement. No further details were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)